Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high elecsys prolactin assay results for multiple patient samples from cobas 6000 e 601 module serial number (B)(4) when compared to a (B)(4) instrument. A physician questioned why there is a difference between the two methods. Of the data provided for 14 patient samples, only the results for nine patient samples were discrepant. Refer to the medwatch for all patient data. The results were reported outside of the laboratory. There was no adverse event. The field service representative determined there was a possible consumable issues. He checked the system and ran performance testing. The customer calibrated and ran controls which were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.